Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer called to request service for the heat sealer on the trima device as the sealer was melting the tubing. The sealer caused a blood leak on the platelet bag tubing, resulting in a blood exposure. The operator was sprayed on the mouth with the donor's blood. The exposed person was sent to the emergency room for routine testing and treatment. Per the donation center, the donors blood will be tested per protocol. The technician age, gender, weight and outcome are not available at this time. Donor unit ID: (B)(6).

Event description:
The customer called to request service for the heat sealer on the trima device as the sealer was melting the tubing. The sealer caused a blood leak on the platelet bag tubing, resulting in a blood exposure. The operator was sprayed on the mouth with the donor's blood. The exposed person was sent to the emergency room for routine testing and treatment. Per the donation center, the donors blood will be tested per protocol. The technician age, gender, weight and outcome are not available at this time. Donor unit ID: (B)(4)

Manufacturer narrative:
Investigation: a service technician checked out the device at the customer site. The technician tested the sealer and found that it was functioning and producing seals. As a proactive measure, the technician replaced both the sealer and the rf cable. After replacement, the sealer was tested again and verified to be sealing properly. The technician ensured that the splash guard was correctly installed on the seal head and demonstrated to the unit manager how to properly position the splash guard. Additional replacement splash guards were provided to the manager. The machine was then returned to the customer for use. One sealer cutter was evaluated. Visual inspection: splash guard present and in good shape. Jaws have a small gap from end to end when handles are squeezed together. Upper and lower jaw surfaces are dirty. Several welds acceptable welds were made with dry and fluid filled tubing. Difficult to break welds resulting from the jaws not touching when closed. The tear groove is difficult to break but is centered within weld. Per this evaluation, the reported issue of weld falling apart was not verified one year of service history was reviewed for this device with no further issues related to the reported condition identified.. Investigation is in process. A follow-up report will be provided.

Event description:
The customer called to request service for the heat sealer on the trima device as the sealer was melting the tubing. The sealer caused a blood leak on the platelet bag tubing, resulting in a blood exposure. The operator was sprayed on the mouth with the donor's blood. The exposed person was sent to the emergency room for routine testing and treatment. Per the donation center, the donors blood will be tested per protocol. The technician age, gender, weight and outcome are not available at this time. Donor unit ID: (B)(4). The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b5, d2a, d4, d9, g1, h4, h5, h6, h8, and h11. Investigation: a service technician checked out the device at the customer site. The technician tested the sealer and found that it was functioning and producing seals. As a proactive measure, the technician replaced both the sealer and the rf cable. After replacement, the sealer was tested again and verified to be sealing properly. The technician ensured that the splash guard was correctly installed on the seal head and demonstrated to the unit manager how to properly position the splash guard. Additional replacement splash guards were provided to the manager. The machine was then returned to the customer for use. One sealer cutter was evaluated. Visual inspection: splash guard present and in good shape. Jaws have a small gap from end to end when handles are squeezed together. Upper and lower jaw surfaces are dirty. Several welds acceptable welds were made with dry and fluid filled tubing. Difficult to break welds resulting from the jaws not touching when closed. The tear groove is difficult to break but is centered within weld. Per this evaluation, the reported issue of weld falling apart was not verified one year of service history was reviewed for this device with no further issues related to the reported condition identified. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Correction: the regional sales representative contacted the customer regarding this incident with an offer of retraining. Investigation is in process. A follow-up report will be provided.